Manufacturer narrative:
Stryker evaluated the customer's device at the product analysis center (pac) and observed the reported issue. The pac technician observed that the resistor r488 was missing. It was determined that the missing r488 was the cause of the reported issue. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the shock button would not respond when pressed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.